Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had inaccurate volume testing during preventative testing in the biomedical service department.. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'inaccurate volume testing during preventative maintenance' was not reproduced. The event history log review was completed, and the customer reported problem could not be confirmed through the event history log. The customer did not provide an event occurrence date. The last day of customer use the ehl revealed that an infusion of vtbi 125 ml at a rate of 125 ml/hr ran to completion without interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.